Event description:
A malfunction with the t:slim x2 pump battery was reported, as it was not charging and led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the charging supplies, following guidance to reset certain settings, and was advised by technical support to monitor the situation and call back if the problem persisted.